Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the surgeon used for ligating cystic duct in laparoscopic cholecystectomy. He fired on cystic duct and found the clip was not formed, it spit out then he changed the new one to complete the case. Another device was used to complete the procedure. There were no adverse consequences for the patient.